Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced paroxysmal af (atrial fibrillation). The 100% stenosed target lesion located in the mid right coronary artery (rca) was 30.0mm long with a 3.00mm in reference vessel diameter. During the index procedure, the lesion was predilated with two unknown 1.25x10mm and 2.50x20mm balloon catheters. The physician implanted a 3.0x32mm taxus express2 in the mid rca. Post-dilation was performed with the 1.25x10mm balloon. Post intravascular ultrasound was performed with residual stenosis 0%. The 100% stenosed target lesion located in the mid distal coronary artery (rca) was 50.0mm long with a 3.00mm in reference vessel diameter. During the index procedure, the physician implanted taxus express2 3.0x32mm and 2.5x24mm stents in the distal rca. Post-dilation was performed with unk 2.25x15mm and 2.50x20mm balloons using a kissing balloon technique (kbt). There was no gap between the stents with residual stenosis 0%. In 2008, paroxysmal af occurred and progression stenosis was confirmed in the left anterior descending (lad). The 75% stenosed target lesion was 10.0mm long with 3.00mm in reference vessel diameter. A non-tvr (target vessel re-intervention) was performed with a balloon catheter and non-bsc stent. Post-treatment residual stenosis revealed 0%. The pt was given cibenol for the paroxysmal af and no further symptoms were noted. The progressive stenosis noted as "improved." The pt was discharged 3 days after the procedure on bayaspirin and panaldine.

Manufacturer narrative:
The device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.